Event description:
During a pelvic procedure, while tightening a screw in metal plate to iliac pelvic crest, the surgeon heard a pop and the tip of the cannulated hex screwdriver broke off into the wound. The surgeon was able to retrieve the larger portion, but a very small metal fragment was retained.

Manufacturer narrative:
Add'l info was requested; however, completed questionnaire did not include this info: subject device is an instrument and is not implanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Synthes is unable to determine manufacturer and manufacturing date without a lot number.